Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was missing scale markings. This was discovered on 4 occasions during use. The following information was provided by the initial reporter: material no: 309657; batch no: 0010103. It was reported that 4 syringes were missing the measurement label on the side. Event description per email states: cts received email from tandem employee. Cts followed up with customer. Caller reported [that 4 of their syringes had no measurement label on the side]. Number of occurrences? [4]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required. Customer requested replacement. Cts to send replacement. Customer acknowledged and satisfied.

Manufacturer narrative:
H.6. Investigation: four 3ml syringe were received and evaluated. Two were in fully sealed blister packs, two were loose and two blister packs were opened and empty. All four of the blister packs were from batch 0010103. It was observed the four syringes had very minimal or no scale markings present, which was rejectable per product specification. The missing print defect was found during the manufacture of this batch and adjustments were made to correct the issue. The batch was requalified, and production was resumed. It is possible a few defective pieces were able to escape detection. A potential root cause for the missing print defect is associated with the marking process. It was likely due to a build up of ink causing the system to become clogged. DHR was performed. All visual inspections were performed as per requirement with missing print found during production.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was missing scale markings. This was discovered on 4 occasions during use. The following information was provided by the initial reporter: material no: 309657, batch no: 0010103. It was reported that 4 syringes were missing the measurement label on the side. Event description per email states: cts received email from tandem employee. Cts followed up with customer. Caller reported [that 4 of their syringes had no measurement label on the side] number of occurrences - [4] . Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no . Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required. Customer requested replacement. Cts to send replacement. Customer acknowledged and satisfied.